Event description:
It was reported that the customer received failed battery test alerts. Her blood glucose was 118 mg/dl. After troubleshooting, the customer received another failed battery test alert. She also reported receiving weak battery alerts. The customer was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a failed battery test alarm and weak battery alarm due to a power connector on the battery tube not plugged in properly. It was not possible to perform the displacement test due to the failed battery test alarm. The insulin pump had a scratched lcd window, a cracked belt clip slot at battery tube threads area, and a cracked reservoir tube lip.